Event description:
On (B) (6) 2010, the lay-user/pt contacted lifescan (lfs) alleging an "error 2" issue and an "error 5" issue with a one touch ultramini meter. The pt indicated that the alleged issues started on an unspecified date about a month prior to contacting lfs on (B) (6) 2010. Before the alleged issue began around 9:00-9:30 pm on the day of the event, the pt reportedly started to feel low, and had a cold sweat and blurred vision. Due to feeling low, the pt attempted to test her blood glucose to find out how low she was so she could decide on how many glucose tablets to take. She tested several times but kept getting "error 2" and "error 5" messages. Twenty minutes after the alleged issues started, the pt claimed that she fell into a coma and was then taken to an emergency room (ER). The pt mentioned that she lost consciousness. Her husband called for paramedics who arrived and took her to an ER. The pt claimed that she received treatment for hypoglycemia from the ER. However, she did not know what specific treatment(s) she received. She also did not know if her blood glucose was tested in the ER. The pt regained consciousness around 6:30 am the next morning and was discharged soon after. Through troubleshooting, the customer service rep (csr) determined that the pt was not using correct steps for testing with the reported meter. The alleged issues were resolved with troubleshooting. The meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that she lost consciousness and received treatment for hypoglycemia in an ER after the alleged issues began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.